Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the stent graft migrated approx 2 months ago and required repair with aortic cuffs. About a month later, the pt presented with an enlarging aneurysm after which the stent graft was explanted. Add'l info was requested along with return of the explanted stent graft; however, none were received. No add'l clinical sequelae were reported.